Event description:
Thv/tvt registry summary reporting for adverse event submission for quarter 1 2026 data extract for mitral death events for the sapien 3 ultra resilia valve. This report summarizes 1 mitral device thrombosis death event(s) for the sapien 3 ultra resilia transcatheter heart valve. The age range for these event(s) is 74 - 74 years. The breakdown for gender is as follows: 0 female(s) and 1 male(s).

Manufacturer narrative:
This report provides data from thv/tvt registry exemption number e2016006 and summarizes 1 device thrombosis death event(s) for the sapien 3 ultra resilia in the mitral position. The time to event (tte, in day(s)) for this event is 323 day(s). The device identification (di) numbers for edwards sapien 3 ultra resilia transcatheter heart valve are: (B)(4). Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valve (thv). Valve thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The reported event is a known anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Specific clinical and procedural details are not available to determine potential contributing factors to the event, or if the event is related to an edwards device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required.